Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. The initial report stated the reported device would be returned for examination. Follow up communication for product return was unsuccessful. A complaint database search found similar incidents for breakage against the provided product code which was attributed to misuse. Based on the reported device not being returned, the investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
Examination of the returned device confirms the reported event of breakage. A complaint database search on the provided product code identified similar reports which found the inserter was used without the body component contributing to breakage. Based on evidence of the device used inappropriately, the root cause is attributed to misuse. Based on the root cause of misuse, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
While trying to explant a summit femoral stem, using the retaining implant inserter, the inner piece that screws into the implant snapped in two where the solid part meets the threads.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.